Manufacturer narrative:
The investigation into the infection/sepsis issue and the vf/vt issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Per the clinical details and data logs, the root cause of the infection/sepsis issue was most likely patient condition related and the root cause of the vf/vt issue was most likely patient condition related since patient had pre-existing vt.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 58-year-old male undergoing percutaneous cardiac insertion for ventricular tachycardia (vt) arrest was implanted with an impella cp device for mechanical circulatory support. While on impella support, the vt did not resolve and became even worse. Multiple attempts to reposition the impella catheter were made and the impella was ultimately removed. The patient was no longer experiencing vt and the hemodynamics improved. The groin was closed without complication, however, the patient was diagnosed with clostridioides difficile infection in the groin.